Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. H3 other text : device not returned

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly the customer is wearing the cartridge for longer than 48 hours. Tandem clinical support informed customer wearing the cartridge for longer than 48 hours, is off label per the user guide. Customer¿s blood glucose (bg) level was 310 mg/dl. Ultimately, the customer reverted to an alternate form of insulin therapy.